Event description:
Allergic reaction to sanitary napkin. Symptoms included redness, irritation and pain upon urination. Problem was initially treated with a course of monistat-3 but was not resolved. Symptoms were then treated by a course of hydrocortisone 1% with some success. However, symptoms recurred. After a treatment of tridesilon cream, tid, with dialy dosing of claritin, problem was resolved within one week.